Manufacturer narrative:
The lot number for all the six reported malfunctions was not provided, therefore lot history reviews were not performed. For the 6 malfunctions, the devices were not returned, however, medical records were provided for five of the malfunctions. For 5 of the malfunctions that provided medical records, filter tilt and perforation were confirmed. For the remaining 1 malfunction, medical records were not provided for review, therefore the investigations is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model rf048f vena cava filter was allegedly tilt and perforation. This information was received from various sources. All six malfunctions were involved with no patient consequences. Five of the patients were female and one was male. Five female patient's ages ranged from 50-73 years and two patient's weights were provided a (B)(6) and (B)(6). All other patient age, and weight was not provided.